Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer demonstrated autonomous cursor movement after updating to the most recent software, along with the cursor auto-pressing buttons and a broken screen. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer demonstrated autonomous cursor movement, the programmer failed the touchscreen debug procedure, autonomous movement of cursor and autonomous activation of on-screen features were observed. Analysis was able to confirm the customer comment that the programmer screen was broken, overlay/bezel assembly was cracked. It was noted that both lower display bullets were missing, left keyboard rail cover damaged, the right keyboard rail cover and the lower handle cover were both cracked, left keyboard hinge broken, keyboard cracked at right mounting area, printer keypad does not work and the programmer failed the final test due to a defective radio frequency transceiver (rft). All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.